Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot #: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a removal of an infected lead. Interventions included a stimulator explanted due to infection on (B)(6) "2018". It was reported that the device disposition was unknown. The event was possibly related to the device or therapy and possibly related to the implant procedure. Symptoms included that the site was infected, hot, tender, and swollen. They were clinically stable, however not on any regular antibiotics. It required in-patient or prolonged hospitalization which resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function. The event was resolved without sequelae on (B)(6) "2017". No further complications were reported/anticipated. Additional information received reported that the device was repositioned (B)(6) "2017" and the replacement site got infected. The patient was admitted to the hospital on (B)(6) "2017" for washout and removal of infected lead. They were discharged from the hospital on (B)(6) "2017" with "flucloxicillin" and rifampicin. Reviewed in clinic on (B)(6) "2017" and wound appeared healthy with no signs of infection. They were still on antibiotics. Reviewed in clinic on (B)(6) "2017" where wounds healed and course of antibiotics had been completed 1 week before. Additional information received updated that the entire system was explanted on (B)(6) "2017". The cause of the event remained unknown. No further complications were reported/anticipated.